Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been having problems with the pump since implant. The patient was hospitalized for three days due to pain. On (B)(6) 2011, the actual residual volume was greater than the expected residual volume. Specific volumes were not provided. Per the reporter, the healthcare professional indicated that there was "about an inch of drug left over." The pump was refilled. The patient was uncertain if he had a change in therapeutic effect because he was always in pain. The pump was used to deliver fentanyl, clonidine and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.